Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex ureteral stent was used in a ureteral stent dilation procedure in the ureter. During the procedure, it was noticed that the stent was broken which caused a delay. The procedure was completed with another of the same device and there were no patient complications reported.